Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the discomfort has resolved.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had discomfort at the ipg site. Surgical intervention took place in which the ipg was explanted and replaced and the pocket was moved to address the issue. Therapy was restored.